Event description:
A report was received that a pt was experiencing difficulties charging the ipg. The physician was able to manipulate the ipg in the pocket 3-4 inches in either direction. The pt is expected to undergo a pocket revision procedure.